Event description:
Complainant's family member reports loud pop accompained by a spark and electrical shock at the same time when using homecis foot spa. The machine stopped working and emitted a smell for burning electrical wires. Complainant notified homedics, firm picked and provided replacement model. The same loud pop, shock, and smell occurred with replacement product.